Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's ins has died; three attempts were made to jumpstart the ins but was unsuccessful and the ins will need to be replaced. Physician listings were sent to the patient to find a doctor to address the ins replacement. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the patient. They reported they were not aware of their ins going into overdischarge more than two times. They first noticed their ins died and would not charge in (B)(6) 2017. They could not recall any circumstances that could have led to the ins going dead and not being able to recover it. They did meet with a manufacturer representative (rep), who tried to recharge it three times. The ins has not been replaced yet because they have not yet found a doctor to do the replacement. No symptoms were reported to have occurred as a result of their ins going dead. No further complications were reported.